Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by patient's spouse that patient was in a single vehicle accident while driving truck and died. "He for some reason went off the road and went over 700 ft. And was killed." Spouse further reports the coroner could only find blunt force trauma as the cause of death, "but suggest we have his pacemaker check to see if it was operating correctly at the time." Additional information is being requested.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
It was reported by patient's spouse that patient was in a single vehicle accident while driving truck and died. "He for some reason went off the road and went over 700 ft. And was killed." Spouse further reports the coroner could only find blunt force trauma as the cause of death, "but suggest we have his pacemaker check to see if it was operating correctly at the time." Additional information is being requested. It was unknown if the patient had been pacemaker dependent.

Event description:
It was reported by patient's spouse that patient was in a single vehicle accident while driving truck and died. "He for some reason went off the road and went over 700 ft. And was killed." Spouse further reports the coroner could only find blunt force trauma as the cause of death, "but suggest we have his pacemaker check to see if it was operating correctly at the time." Additional information is being requested. It was unknown if the patient had been pacemaker dependent. Patient's daughter later reported regarding device analysis "will this show if pm was faulty? Something happened to my dad the day of his car accident and we need answers."